Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump shut off during the night just a short time after receiving a change battery alarm. Customer's blood glucose was 277 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined checking site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The power management graph was within specification. No unexpected power loss alarm, replace battery alerts, replace battery now alerts, or low battery alarms were noted during testing. No unexpected frozen screen anomalies were noted and the time advanced properly. All buttons functioned properly and no keypad anomalies were noted during testing. No unexpected power loss alarms, replace battery alerts, replace battery now alerts, low battery alarms noted in the long trace file. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftests. The belt clip was not received with the pump. No broken belt clip rail was noted during visual inspection. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a peeling end cap address label.